Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented via remote transmission, three non sustained oversensing episodes appearing as lead noise were noted on rv lead. Programming changes were made. Patient was stable.